Manufacturer narrative:
Batch review performed on 24 september 2018. Lot 178299: (B)(4) items manufactured and released on 21 march 2018. Expiration date: 2023-03-06 no anomalies found related to the problem. To date,(B)(4) items of the same lot have been already sold without any similar reported event. Instrument used reference 01.10.10.004, head impactor, lot unknown.

Event description:
During head/liner impaction a dimple was generated on the liner. The surgeon swapped the head and liner. The surgery was completed successfully with 5 minutes of delay.